Manufacturer narrative:
(B)(4). Poor blade performance. The device worked intermittently and performed poorly, cutting slowly and the cord shaking. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2013-06484, 2210968-2013-06492, and 2210968-2013-05993. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05993. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual trigger of the device involved in this event was returned for evaluation. The main housing was not returned. The device was visually and functionally evaluated. Upon evaluation, the trigger operated as intended.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the cutting action of the device was poor. Another like device was used. There were no adverse patient consequences.